Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two lighttrail laser fibers that were used during the same procedure. Please refer manufacturer report number 3005099803-2021-05331 for the associated device information. It was reported to boston scientific that two lighttrail reusable laser fibers were used during a lithotripsy procedure to treat ureteral stones on (B)(6) 2021. An auriga xl 4007 console was used with both fibers during the procedure. During the procedure, after 40 minutes of use, the aiming beam on the first lighttrail reusable laser fiber flashed, the fiber overheated and stopped working. A second lighttrail reusable laser fiber was attempted to be used but upon firing, the second fiber broke near the connector. The procedure was completed as the stones were sufficiently reduced from the first lighttrail reusable laser fiber. There were no patient complications reported as a result of this event. Note: the directions for use (dfu) for lighttrail reusable laser fibers indicates that during preparation for reuse to, "carefully score the optical fiber about 5 mm below the end of coating (scratch tool e.g. Ceramic knife or diamond scriber) and break the lighttrail reusable laser fiber by pulling in longitudinal direction of the fiber," however it was reported that the physicians are cutting the laser fibers with a scalpel rather than a ceramic knife or diamond scriber.